Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Intra-op, threaded shaft broke off at the tip of the inserter while surgeon was inserting the implant. The product came in contact with the patient. No fragment of the implant remained in the patient. No patient complications were reported.